Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint electrode was received and forwarded to supplier for evaluation. The following evaluation is from the supplier: the customer enquiry of the device ¿did not have proper suction¿ was substantiated. When a flow test was performed no flow was observed through the device. During the visual inspection it was observed that tissue was evident in the active tip suction port, once this was removed the flow test was repeated and a value within specification was achieved. From our investigation we were able to confirm the customer reported blocked suction issues with the returned electrode however no manufacturing defect was found and we have determined the likely cause of the reported suction blockage to be normal procedural debris within the active tip. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. The device was retained by supplier after evaluation. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: UDI: (B)(4). Additional information: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure the vapr 90 suction electrode did not have proper suction. The case was completed with another like-device with no surgical delay or patient harm. Further it was reported that the suction line was hooked up to wall suction. This is report 1 of 1 for (B)(4).